Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board recalibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 17, 2007. Failure code 814:04 (time base error: 4.5mhz outside tolerance) was initially reported by the facility and confirmed during evaluation. It is unknown when the failure code occurred. Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification. The ail pcb was recalibrated.